Event description:
A report was received that the pt is experiencing charging difficulty. An x ray taken revealed that the ipg was upside down. The pt underwent an ipg replacement surgery and is doing well.

Event description:
A report was received that the patient is experiencing charging difficulty. An x ray taken revealed that the ipg was upside down. The patient underwent an ipg replacement surgery and is doing well.

Manufacturer narrative:
The explanted ipg passed visual, a performance test, an electrical test and photographic image inspection test performed. Additional testing confirmed the complaint of inability to charge. A flash data anomaly was detected. After the device was reflashed, device communication was reestablished.